Event description:
It was reported that customer had physical damage of insulin pump. Caller states that insulin pump was cracked at battery cap. Caller was advised that insulin pump would need to be replaced. Caller also reports that customer had high blood glucose of over 600 mg/dl. It was found that cannula was bent. Customer also had large ketones. Customer treated with manual injections and lots of fluids. Customer's blood glucose lowered to 260 mg/dl. Caller was educated on different cannulas and length. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.